Manufacturer narrative:
The device was returned with the implant detached from the pusher. The green and yellow lead wires were broken from the distal solder joint. The body coil stretch begins at about 2 cm from the distal marker band, exposing the broken lead wires and the severed monofilament. There were striations on the monofilament, which indicated the monofilament stretched under tension . Based on the investigation and provided information, the complaint can be confirmed. The specific root cause of this complaint is unknown; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. The device involved in this event has not been returned, no evaluation provided. Following completion of the investigation, a follow-up medwatch will be submitted.

Event description:
It was reported from (B)(6) that while treatment of an aneurysm, during repositioning, the physician observed the coil was separated from the pusher. A snare was used to withdraw the coil. No patient injury reported.